Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead had been reprogrammed to a different pacing vector, which caused the stimulation, so the lead was reprogrammed back and the stimulation resolved. The lead remains in use. It was also reported that the right ventricular lead threshold was high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.